Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a ballooning catheter is confirmed; however, the exact cause is unknown. One video of a groshong nxt catheter was returned for evaluation. An initial visual observation of the video showed the catheter was inserted into a patient¿s arm and was dressed with a clear dressing and a statlock device. The catheter was infused with a syringe in the returned video, and while the fluid could be seen to be infused successfully, the catheter tubing was seen to balloon at the proximal end of the extension leg tubing, just distal to the white sleeve. While the ballooning of the catheter tubing can be confirmed from the returned video, it was not possible to determine the root cause of the ballooning. Possible causes include over-pressurization due to partial occlusion or catheter kink and/or use of a syringe smaller than 10 ml. A lot history review (lhr) of redv2160 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redv2160) have been reported from the same facility in (B)(6).

Event description:
It was reported that after the catheter insertion was completed on (B)(6), 2021, the catheter was unable to pass through the oversleeve portion. This made infusion access unavailable to the patient. Corrected event description received (B)(6) 2021: it was reported that catheter insertion was completed on (B)(6) 2022. When flushing the catheter, a balloon-like change was noted with the transparent part of the extension tubing, making it susceptible to burst. It was therefore replaced with 7812400.